Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a power issue. The reporter claimed the meter would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event. Replacement products were sent.